Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. (B)(4).

Event description:
This report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2018-00216. It was reported that during a novasure endometrial ablation the physician performed a dilation and curettage using the myosure hysteroscope, prior to inserting the novasure device. Once the novasure device was inserted the physician was unable to pass the cavity integrity assessement test (cia). The physician reinserted the hysteroscope and noted what appeared to be a perforation at the fundus. The procedure was aborted and the patient was being observed. No additional information was received.